Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date.

Event description:
The patient was admitted with right hip pain and limited movements. The limitation in her right hip movements started after she had ¿shattering glass sound¿ when she was leaning forward. During her revision there were synovia colored black, stained heavily with metallosis. Reflection® interfit acetabular component along with an alumina ceramic liner had been used. Ceramic liner was found broken at its corner and the oxinium head had severe deformation.the femoral component was found stable. The cup and the head were revised with 56mm ceramic reflection® interfit acetabular component along with an alumina ceramic liner and 36mm ceramic head. Smith and nephew became aware of this incident per literature.